Manufacturer narrative:
Investigation summary: no samples (including photos) were returned as of 16 december 2019 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle plunger was difficult to push during the injection, and the stopper separated from it and got "stuck" inside the barrel as a result. The following information was provided by the initial reporter: "cust states that when they are trying to administer fluids from the syringe that the needle gets stuck in the syringe and this has happened multiple times". "Neither of those situations happened. The plunge syringe has extreme difficulty to push/inject. So difficult at times the rubber stopper gets stuck inside the barrel and separates from the white 'plunger'. There isn't a smooth flow to the syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle plunger was difficult to push during the injection, and the stopper separated from it and got "stuck" inside the barrel as a result. The following information was provided by the initial reporter: "cust states that when they are trying to administer fluids from the syringe that the needle gets stuck in the syringe and this has happened multiple times" "neither of those situations happened. The plunge syringe has extreme difficulty to push/inject. So difficult at times the rubber stopper gets stuck inside the barrel and separates from the white 'plunger'. There isn't a smooth flow to the syringe."